Event description:
"On (B)(6) 2014, rotaflow console serial number (B)(4) was in use in ICU at (B)(6). The perfusionist was preparing for a transport back to the operating room (or), when the main of the rotaflow was unplugged, the unit switched off immediately. The perfusionist clamped quickly and managed to plug the unit back in. The unit was restarted and circulation recovered. A second attempt was made with the same failure. The patient was awake during the incident and became lightheaded. The rotaflow system was replaced and transport of patient continued. Reference complaint (B)(4)".

Manufacturer narrative:
(B)(4). The device was evaluated by the service department at (B)(4) and the reported event was not reproduced. The device performed per specifications. The power supply board was replaced as per a request from the ssu. Reference complaint (B)(4).